Event description:
There were two misfired staplers - proximate 75mm linear cutter number tlc75. The tip of the stapler did not fire but did cut the tissue. The stapler was thrown off from the field and opened another tlc75 with the same result. The tip not stapled but cut. The staplers were not kept. The case was completed. There was no harm to the patient.